Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after use the bd vacutainer® cpt¿ cell preparation tube with sodium heparin had poor barrier separation of sample. The following information was provided by the initial reporter:"after spinning, rbc contamination. After washing there is still rbc's in the pellet".

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a corrective action preventative action CAPA # 373360 the investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported after use the bd vacutainer® cpt¿ cell preparation tube with sodium heparin had poor barrier separation of sample. The following information was provided by the initial reporter:"after spinning, rbc contamination. After washing there is still rbc's in the pellet."